Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the numbers on the insulin pump were scrolling without stopping while the customer tried to program a bolus. The customer's blood glucose was 142 mg/dl. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Intermittent button response due to moisture damage keypad traces. Minor scratched lcd window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip. Numbers does not ramp up on its own and scroll bar did not move without input.